Event description:
Philips received a complaint by the customer on the v60 indicating that oxygen was not delivered as expected. The device was in use on a patient at the time the reported issue was discovered. The patient was admitted under critical condition and the v60 was used immediately to assist with ventilation. The tidal volume was set to 400 milliliters (ml) but only 230ml was delivered to the patient. The device was then swapped out with a different device and the patient's blood oxygen saturation gradually increased by about 98%. The investigation is ongoing.

Manufacturer narrative:
The customer called in to report that the v60 did not deliver oxygen as expected. Per good faith effort (gfe) response, the customer inquired a third party for repair. The third party replaced the pipe mask to resolve the issue. The customer inquired a third party to replace the pipe mask to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.